Event description:
Clinician reported a pt complaint that the stim was surging, and the ultrasound had a prickly uncomfortable feeling.

Manufacturer narrative:
A device eval was performed by our svc dept. Root cause is unk because the device performed to spec and to its intended use. The engineering dept did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.